Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos and glare. Clinical reason for explant was dysphotopsia. The iol was exchanged for monofocal lens model. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of an unspecified company cartridge with a non-qualified viscoelastic. The handpiece indicated is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (1.50cyl), 23.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 22.0 diopter, monofocal lens model. The product has not been received to evaluate. Additional information was provided that, in the surgeon's opinion, the event was not cause by the intraocular lens (iol). Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).